Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output after being exposed to electrocautery when opening the pocket using a plasma blade. The patient was externally paced temporarily via the pacing system analyzer. The device was explanted and replaced successfully with no further issues. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.